Manufacturer narrative:
Manufacturer ref# (B)(4). **UDI related data quality updates only** UDI is unknown as only limited information on product have been provided. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava filter (ivc) filter on (B)(6) 2013. Approximately eight years and five months later, the patient underwent a computerized tomography scan (¿CT scan¿) of the pelvis and abdomen which showed multiple struts perforating the ivc. One strut was in contact with the l3 vertebral body causing a bony reaction. The imaging study further shows thrombus within the filter. One year and one month later the patient presented to hospital and underwent an attempted removal of the ivc filter, iliocaval recanalization, angioplasty, and stenting with sequestration. Also noted that the ivc filter is distressed with at least one strut detached from the main body. Despite extensive dissection and attempted removal of the filter apex, the apex could not be engaged. Physician aborted further manipulation of the filter to avoid renocaval injury or caval thrombosis in anticipation of iliocaval stenting. Physician later placed a stent in the ivc across the ivc filter, pushing it against the caval wall thus sequestering the device and excluding the gunther tulip filter from the lumen of the ivc. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava perforation, thrombus, unable to remove, and bony reaction. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bony reaction is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 23apr2025 as follows: patient allegedly received a gunther tulip filter on (B)(6) 2013 via the right common femoral vein due to deep vein thrombosis (dvt). Approximately seven years and six months later, the filter was not able to be removed due to device fracture and tilt with its apex embedded. Patient is alleging device tilted, fractured, embedded, and unable to be retrieved, vena cava and organ perforation. Patient notes and further alleges experiencing mental anguish and emotional distress, limited ability to participate in sports, kneeling and squatting, sexual dysfunction, wearing shorts due to self-consciousness. Additionally, patient alleges dvt x 2 and pe x 2 post filter placement. Per a report from computed tomography (CT): ¿impression: 1. Infrarenal ivc filter containing small volume nonocclusive thrombus. A strut of the ivc filter protrudes through the posterior wall of the ivc into the l3 vertebral body with associated chronic sclerotic changes of the vertebral body. Additional nonocclusive thrombus within the caudal segment of the ivc near the iliac confluence. Suprarenal ivc, hepatic vein and main portal vein is patent. Retroperitoneal collaterals including dominant lumbar venous channels¿. Per the retrieval report (unsuccessful): ¿findings: fluoroscopic evaluation of the indwelling ivc filter demonstrated in the fracture with a posterior (sic) distracted from the main body of the filter. The remaining struts appeared to be intact¿. ¿ascending iliocaval venography demonstrated extensive post-thrombotic changes throughout the iliac veins and ivc, manifested by multiple parallel channels and iliac veins and large retroperitoneal collateral at the approximate level of l4. The main ivc appeared occluded caudal to the filter with several recanalized/parallel collateral channels. After recanalization, ivus was performed. The filter-bearing ivc was essentially occluded by chronic thrombus. The hook and central portion of the filter appeared well-encased within caval wall/smooth peripheral echogenic thrombus¿. ¿after balloon dilation of the filter-bearing ivc to facilitate potential retrieval, we attempted blunt dissection of the peri-filter thrombus with the endobronchial forceps. Despite extensive dissection and attempted capture of the filter apex, the apex could not be engaged¿. ¿the main body of the filter remained intact. We then extended the stents peripherally to the right external iliac vein and left common femoral vein, where ivus had demonstrated relatively normal vessel without significant post-thrombotic changes or chronic thrombus. Following angioplasty and stenting, flow was brisk through the stents¿. ¿no further intervention was performed¿.

Manufacturer narrative:
Corrected information: d3/g1 manager/email. Additional information: a2, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), organ (org) perforation, embedment, tilt, emotional changes/distress, sexual dysfunction, limited physical activity. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported emotional changes/distress, sexual dysfunction, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.